Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 455 mg/dl. Customer felt light headed as a result of their hyperglycemia. Troubleshooting was done for high blood glucose and possible under delivery allege. Customer stated that their blood glucose went high after bolus and set change. Customer was not using auto mode feature at the time of reported high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated their blood glucose with insulin pump. Customer mentioned that the insulin was exited at quick release. Insulin pump and reservoir will not be returned for analysis.